Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s reported pleural effusions, fever, and leukocytosis could not be conclusively established through this evaluation. A specific cause for the reported events could also not be determined. The account reported that the patient had a fever and leukocytosis. Blood cultures, sputum cultures, and a urinalysis were obtained, and all came back negative. The patient was given empiric antibiotics. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including infection (localized, driveline, pump pocket or pseudo pocket). Section 6 ¿patient care and management¿ contains information on controlling infection. Heartmate 3 lvas patient handbook: section 4 ¿living with the heartmate 3¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was febrile with leukocytosis, blood cultures, sputum cultures, and urinalysis were obtained. The patient was started on antbiotics, chest x-rays were taken, showing bilateral small pleural effusions. Tylenol was administered and cooling blanket was provided. All cultures were negative, and no source of infection was identified. No additional information was provided.